Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Tech support sent software update including os and auto start functionality. Advised the customer connect all usb sticks from the system, run a 48h ventilation test without restart. Software update successful but during 48h ventilation test, ventilation always stops. Tech support advised that the main electronics needs to be exchanged. No further updates received.

Event description:
The customer reported user interface fail safe issue on the bellavista 1000. The customer confirmed that there was patient involvement. As of this time, patient harm or injury was not reported